Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device would not secure the cutter and was powerbroken (runs in the load position). It was also observed that the locking pawls were damaged. The assignable root cause was determined to be due to running the device in the load position which damaged the pawls and locking components, which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that in central sterile, it was observed that the motor device was not seating the bits. During an in-house engineering evaluation, it was observed that the device would not secure the cutter device and was powerbroken (runs in the load position). It was also noted that the device had damaged pawls and locking components. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly